Manufacturer narrative:
Result: faulty scale assembly.

Event description:
It was reported by service report that the scale was flashing and showing an error message. No pt involvement or adverse consequences were reported.